Manufacturer narrative:
The customer, a biomedical engineer, evaluated the reported xprezzon monitor after the event, where they were unable to duplicate the reported issue. A spacelabs healthcare field service engineer (fse) was dispatched to the customer site. The fse discussed the event with the staff, who reported that they were already providing care when the monitor went blank, and that the loss of bedside monitor did not affect the outcome of the patient. The fse evaluated the reported monitor and was unable to duplicate the reported issue. As a precaution, the customer was provided with a replacement monitor and the reported unit was forwarded to spacelabs healthcare for further evaluation. A spacelabs healthcare equipment service center (esc) representative evaluated the unit where they were able to verify the reported power issue. The esc representative isolated the failure to the power supply pcb assembly. Since the customer was provided with a replacement monitor, the returned product was scrapped. No further investigation is required. H3 other text : placeholder.

Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report on (B)(6) 2021 stating the monitor went blank during a patient code, patient expired shortly after.